Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. Analysis of the extension (serial # (B)(4)) found no significant anomaly. The stimulation extension's outer body insulation was melted. Analysis of the extension (serial # (B)(4)) found no significant anomaly. The stimulation extension's outer body insulation was melted. Analysis of the lead (lot # va0cb3n014) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was further reported that the patient was experiencing headaches with the stimulation. The lead, extensions, and stimulator were all explanted. The patient recovered without sequelae.

Event description:
It was reported where "they put the leads, throbs".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the event occurred during normal use. It was reported there were stimulation/therapy issues in which the patient had extreme headaches when stimulation was turned up to efficacious amplitude (3.4v). It was noted that medical intervention was required as a result of the event. It was logged the surgeon required to write new prescriptions for pain control and x-rays of lead had been ordered. It was reported the health care provider planned to meet with the patient on (B)(6) to interrogate the device, and try other settings. It was noted no diagnostic testing or troubleshooting had yet been performed, but was expected, and the product issue was not resolved nor had the cause of the event been determined. It was logged the patient was complaining of severe headaches when using the stimulator with amplitudes at therapeutic levels. It was noted the lead tip was in t7, placed for back pain. It was reported the headaches were noticeable a couple of days after her implant and were evident no matter which group she was using. It was logged the patient status at the time of this report was alive with no injury. Additional information received reported the patient declined having x-rays performed. It was noted that no malfunctions were seen and the no cause was determined. It was reported there was no intervention planned. It was reported the patient has opted to keep their stimulator off and since the device has been off they have had no headaches. It was reported the patient has started a new medication that is ¿working for them.¿ it was reported the patient requested to have the device removed however the physician advised them to leave implanted for two years and then evaluate removal is they still were not using therapy. It was further reported the patient stated the stimulator is ¿too much for them¿ as they only weigh (B)(6). It was reported when the patient turns the device up to mask the pain it causes throbbing headaches at their temples that cause them to vomit. It was noted the patient previously requested the device be removed but their health care provider (hcp) ¿is refusing to take scs out of them.¿ it was noted the patient has not had the device on since their last appointment because it makes them sick. It was reported that the implant ¿sticks out of them¿ and they have pain whenever they are on their back, stomach or left side during the night. Additional information received reported the cause of the event was unknown. It was reported that the device scheduled for explant on (B)(6) 2014 and will be returned to the manufacturer.